Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) kg on (B)(6) 2004.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) regarding a patient receiving remodulin 10mg/ml with an unknown dose via an implantable pump. It was reported the patient's incision has a thinning area of skin with fluid under it. Actions taken included wound culture, hospitalization on (B)(6) 2018, a surgical/invasive procedure on (B)(6) 2018 where a pocket revision occurred, and oral (by mouth) doxycycline was initiated. The outcome of the event resolved on (B)(6) 2018. The event was considered related to the system modification procedure. The diagnosis was skin thinning at incision site. The event date was (B)(6) 2018. No further patient complications were reported.